Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; periaortite ¿de novo¿ após evar ou stenting do setor aorto-ilíaco: uma revisão sistemática mendes et al, angiology and vascular surgery / number 04 / volume 16 / december 2020 https://acvjournal.com/index.php/acv/article/download/356/218/ exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 51mm aaa on an unknown date. It was reported approximately 8 months post the index procedure the patient presented with acute onset of renal failure and bilateral hydronephrosis. A diagnosis of chronic peri-aortitis was confirmed. Treatment including ureter drainage and commencement of prednisone was completed. The cause of the chronic peri-aortitis is undetermined. No additional clinical sequelae were reported and the patient will be monitored.